Event description:
It was reported that when using the pyxis medstation es system, the remote manager jammed, and the nurses could not access the refrigerator during surgery. The customer stated that there was a 20-minute delay for the pharmacy technician to arrive and open the refrigerator. The remote manager was now removed from the refrigerator, allowing the staff to get the medication they needed for surgery. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was jammed. A field service engineer replaced the tape on housing to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.